Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The root cause is most likely due to a defective touch screen or an issue with the cable connection. The "lock touch screen" function is not available whenever a medium or high priority alarm is active. The customer was requested to check the cable connections from the user interface to the main electronics. If this does not resolve the issue, the user interface assembly needs to be exchanged.

Event description:
The customer reported touch screen issues on the device. The "lock touch screen" button is sometimes not available and when they perform the touch screen test / calibration, it seems that the lower left corner of the screen is not reacting properly. There is no patient involvement with this reported event.